Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. A historical trend analysis and review of production records was performed, and no relevant documentations were identified.

Event description:
Procedure performed: robotic cholecystectomy event description: robotic cholecystectomy case performed. During the case attempts were made to insert a specimen pouch through a bariatric laparoscopic 12 mm trocar. Unable to insert the pouch. Surgeon tried to insert the specimen pouch when he discovered the trocar was broken. Surgeon made a bigger incision at the port site to retrieve the broken end of the trocar from the patient's abdomen. The one piece was retrieved and two pieces lined up confirming there were no retained plastic pieces. Staffing doctor aware. Charge nurse notified. Intervention: surgeon made a bigger incision at the port site to retrieve the broken end of the trocar from the patient's abdomen. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic cholecystectomy. Event description: robotic cholecystectomy case performed. During the case attempts were made to insert a specimen pouch through a bariatric laparoscopic 12 mm trocar. Unable to insert the pouch. Surgeon tried to insert the specimen pouch when he discovered the trocar was broken. Surgeon made a bigger incision at the port site to retrieve the broken end of the trocar from the patient's abdomen. The one piece was retrieved and two pieces lined up confirming there were no retained plastic pieces. Staffing doctor aware. Charge nurse notified. Intervention: surgeon made a bigger incision at the port site to retrieve the broken end of the trocar from the patient's abdomen. Patient status: no patient injury or illness was reported.